Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a routine endoscopic vein harvest procedure using the vasoview hemopro 2, the device timed out approximately midway through the case. The device was allowed to cool in accordance with the instructions for use (IFU); however, the issue persisted during subsequent attempts to ligate vein branches. The customer did not change the extension cord. Setting on the generator was 3. The device was removed from service and replaced with a new vasoview hemopro 2, which functioned as intended without further issue. There was no delay to the procedure, no change in procedural outcome, and no patient harm.